Event description:
It was reported via repair work order that the up and down controls for the bed were intermittently working due to stuck footboard buttons. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.